Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range impedance measurements. Technical services (ts) was consulted and discussed sending in device data for review as well as recommending x-ray imaging to check the systems position. This device remains in service. No adverse patient effects were reported. Additional information from the filed indicates the a revision for the electrode is planned but no specific date has been set at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range impedance measurements. Technical services (ts) was consulted and discussed sending in device data for review as well as recommending x-ray imaging to check the systems position. This device remains in service. No adverse patient effects were reported. Additional information from the filed indicates the a revision for the electrode is planned but no specific date has been set at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range impedance measurements. Technical services (ts) was consulted and discussed sending in device data for review as well as recommending x-ray imaging to check the systems position. This device remains in service. No adverse patient effects were reported.